Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 400 mg/dl at the time of incident. Customer treated their blood glucose with a manual injection. It was also found the customer did not have any symptoms of high blood glucose. Customer also reproted no delivery alarms on the insulin pump. The customer's current blood glucose was 263 mg/dl. Troubleshooting was not completed for the insulin pump. The customer declined to return the insulin pump for analysis.